Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 2 devices were received. 7 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 1 reported event was not confirmed. Evaluation results: 2 devices were found to be affected by corrosion. Additional information 9 devices were not label:ed for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had run-on. 8 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 (B)(4) previously reported events are included in this follow-up record. Product return status (B)(4) devices were received. (B)(4) device investigation types have not yet been determined. Event confirmation status (B)(4) reported events were confirmed. (B)(4) reported events were not confirmed. Evaluation results (B)(4) devices were found to be affected by a corroded trigger assembly. (B)(4) device had no problem found.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had run-on. (B)(4) events had no patient involvement; no patient impact. (B)(4) event had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 9 previously reported events are included in this follow-up record. Product return status: 8 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 9 malfunction events in which the device had run-on. 8 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.